Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in need of an MRI of the thoracic spine, so MRI compatibility was requested. It was reported that the ins was not working and wouldn't turn on. No symptoms were reported. It was reviewed to have the patient attempt to recharge the ins and to follow up with their physician/rep if they are unable to charge and unable to activate MRI mode. It was mentioned in the call that the patient was scheduled to have surgery on (B)(6) 2020, but the reason for the surgery was not provided. No further complications were reported or anticipated.